Event description:
A customer contacted beckman coulter to report a fluid leak on the coulter lh 780 hematology analyzer. The customer indicated that they cannot see the actual leak just the white residue left from it on the counter, stripper plate and blood sampling valve (bsv). The volume of the leak was less than 10ml and was not contained within the instrument. The msds was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
Per service request, the bellows on the needle cartridge was leaking from the cracked black plastic rings that secure the clear rubber bellows to the housing. Fluid associated with the leak was blood and diluent. A bec field service engineer (fse) assisted the customer via phone troubleshooting to replace the needle cartridge that fixed the leak. The customer was familiar with the needle cartridge replacement procedure. After the hardware replacement, the customer verified the broken black plastic ring leak. The customer performed qc and verified its performance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode of this event was cracked black plastic rings that secure the clear rubber bellows to the housing. (B)(4).